Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering bolus as intended. The customer's blood glucose was in 400 mg/dl range. Tandem technical support performed pump data log review and found that control iq software was operating as intended and suspected that the customer¿s personal profile required adjustments. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.